Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12, with no notable events preceding it. There was no adverse impact on the customer¿s blood glucose level. The customer contacted technical support, who provided assistance in resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support again if the malfunction recurred, to which the caller agreed and understood.